Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was wear and tear damage to the enclosure, there were cracks around the bolts of the reservoir cover, and corrosion underneath the drain fitting showing a fluid path on the enclosure. Functional testing consisted of filling the water tank, plugging in the line cord, and switching on the power. The reported problem of the device leaking water at the base was replicated. The root cause of the reported issue was found to be the damage to the enclosure caused by unknown reasons. No repair actions were taken due to the age and condition of the device. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the product was leaking at the base. No patient injury was reported.